Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of "0.22 micron disk filters" of unknown baxter extension sets were cracked. During defibrotide infusions, the filters were observed to have a "line-beak". There was no report of patient injury or medical intervention associated with this event. No additional information is available.